Event description:
031496wca cellulose acetate high efficiencytal defect. Reportedly, one day post-operatively, the pt went into cardiac arrest and bleeding was noted draining from the chest tube. The surgeon noted that the suture line was open with the knots intact at either end. The atrial suture line was re-closed with suture. The pt expired four days later.